Event description:
Patient reported, ¿mammogram and us every 6 months for small lump in left breast." No treatment or surgical reoperation has occurred. Device was explanted.

Manufacturer narrative:
The event of nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nodule. A review of the device history record has been completed. No deviations or non-conformances noted.